Manufacturer narrative:
Customer did not provide serial number.

Event description:
The customer reported a ventilator / touch screen fault. There was no patient involvement.

Manufacturer narrative:
The manufacturer's international service technician confirmed the reported issue. The manufacturer's international service technician calibrated the touch screen to address the reported issue. The ventilator is back in service.